Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported issue. The instrument was found to have a blade broken. The blade broke at the base. The broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. Additional observation not reported by site that is not related to the customer reported complaint: the instrument was found to have damage teflon pad of the clamp arm. The root cause of this failure is attributed to mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the tip of the instrument broke. There was no report of fragment(s) falling inside the patient. The procedure was completed with the same instrument, and there was no reported injury.